Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: catheter being used on crrt machine was pulling air bubbles into the access pod of the crrt machine. This caused the crrt circuit to fail without the ability to have the patient's blood returned to them. Transfusion was not required but patient's hemoglobin level decreased following. The dialysis line was removed and a new one inserted. The defective line was investigated by reporter and was able to identify an air leak in certain positions on the return line side. No patient injury reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: catheter being used on crrt machine was pulling air bubbles into the access pod of the crrt machine. This caused the crrt circuit to fail without the ability to have the patient's blood returned to them. Transfusion was not required but patient's hemoglobin level decreased following. The dialysis line was removed and a new one inserted. The defective line was investigated by reporter and was able to identify an air leak in certain positions on the return line side. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, two-lumen acute hemodialysis catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed a small kink directly adjacent to the juncture hub; however, it was later determined that this kink does not affect he functionality of the device. No leaks or holes were observed through visual or functional testing. The kink in the catheter measured 9mm from the juncture hub. The catheter body from the juncture hub to the distal tip measured 215mm which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 3.97mm which is within the specification limits of 3.96mm-4.06mm per the catheter extrusion graphic. A lab inventory syringe filled with water was attached to both the distal and proximal extension lines. Water was injected through the catheter and appeared to exit out of the respective skive holes. No defects or anomalies were observed. Performed per IFU statement "after the heparin has been aspirated the lumens should be flushed with sterile normal saline solution". Both catheter extension lines were attached to a lab inventory pressure injector. The lumens were pressurized to 300kpa for 30 seconds per bs en iso-10555-1 annex d. No holes or leaks were observed from either lumen. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "prior to hemodialysis, the indwelling heparin must be aspirated from each lumen. After the heparin has been aspirated the lumens should be flushed with sterile normal saline solution". The IFU also states "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The report of a leaking catheter body was not confirmed through complaint investigation. Visual analysis did not reveal any relevant leaks or holes on the catheter body. The catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.